Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high readings and priming anomaly from the insulin pump. The customer's blood glucose reading was 393 mg/dl. The customer stated that the insulin screen says no insulin when there is insulin in it. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.